Event description:
A customer complaint received in 2008, indicated that a pt had incorrectly set-up the device by installing the infusate tubing incorrectly. During pre-treatment and treatment, the device alarmed multiple times for an "infusate too slow/too fast" condition. The pt attempted to clear the alarms for an extended period of time until he became aware that the infusate lines were connected incorrectly - the device log indicated that the pt had cleared the alarms 90 times over a 2 hour period. There was no reported pt harm. If this situation were to recur, the probability of leading to serious injury or death is greater than remote, therefore, categorizing it as a reportable event.